Manufacturer narrative:
A third party service technician evaluated the device and replaced the faulty flow sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the revel ventilator experienced o2% and peep was measured inaccurately. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.